Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a value of 279 mg/dl. They started throwing up, felt sick and drove to the hospital. The doctor stated the patient had diabetic ketoacidosis with a bg reading of 770 mg/dl. The patient as admitted to the hospital and treated with insulin via intravenous (IV) therapy. The patient was released from the hospital approximately on (B)(6) 2018. At the time of contact, the patient was doing okay. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. No additional event or patient information is available.